Manufacturer narrative:
A review of the complaint details and the images provided has been conducted as well as a review of the device history records for the product lot in question. The provided details indicate that the lesion being treated was calcified and upon inflation of the balloon to deploy the stent, the balloon burst. The pressure reached during inflation was not provided. The details also indicate that upon retrieval back through the sheath the balloon separated at the proximal balloon bond. The image provided shows that the balloon had indeed separated from the catheter shaft and there is clearly a neck down of the catheter shaft to a smaller diameter as the shaft elongated prior to breaking at the proximal balloon weld. The necking down of the shaft was likely caused from excessive force being used in an attempt to pull the device back through the sheath. The instructions for use (IFU), states in the warning and cautions: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.¿ the balloon in the image also shows that the distal end of the balloon is full of fluid and not deflated. It is very likely that the balloon could not be evacuated or deflated fully due to the hole in the balloon. Because the balloon could not be fully evacuated upon attempting to pull the balloon back through the introducer sheath, it is likely that the fluid built up in the distal end of the balloon creating a bolus of fluid that acts like a plug preventing the balloon from entering the sheath fully. Upon attempted withdrawal, if enough force is applied, the catheter shaft could separate from the balloon. The complaint details indicate the lesion being treated was calcified. The IFU contraindications section states the following: "heavily calcified lesions resistant to pta.¿ the rationale for this is that the calcifications could puncture the balloon upon inflation of the balloon and stent. This is believed to be the cause of the balloon burst. Based on the details of the confirmed complaint and review of the image provided, atrium medical corporation cannot conclude that the device in question was faulty in any way. It is likely that the balloon was ruptured on the calcified lesion during stent deployment. As the use of the product in heavily calcified lesions that are resistant to pta is contraindicated in the IFU.

Event description:
N/a

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent was delivered through a calcified area of the artery. No pre-dilation prior. When the balloon was inflated it burst.